Event description:
On 10-mar-2026 it was reported that on (B)(6) 2026, the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 597 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with exogenous insulin, and discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Severe hyperglycemia requiring inpatient medical management is consistent with the reported hospital admission and treatment with insulin therapy. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirm hyperglycemia on the reported event date. The user reported concurrent illness and persistent elevated glucose levels without an identified precipitating event, and no issues with supply changes or device operation were reported. Based on available information, a device malfunction was not identified and the cause of the event could not be established. If additional information becomes available, a supplemental MDR will be submitted.